Event description:
During a percutaneous transluminal angiography there was a balloon rupture. The target lesion was the left popliteal artery. There was heavy calcification with moderate vessel tortuosity and 95% stenosis present. The shaft on the first device was found kinked when the package was opened and device was exchanged by another balloon catheter. Product appeared perfect during inspection. An indeflator was used for inflating balloon however the report indicated that at about 6atm the balloon ruptured. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There were no adverse consequence to the pt. This product will be returned for evaluation and testing.